Event description:
The customer reported the surgeon implanted an 12.6 vicmo12.6 implantable collamer lens on (B)(6) 2014 in patient's left eye and the lens was explanted (B)(6) 2014 due to excessive vault associated with elevated iop. The lens was not replaced and last bcva 20/20.

Manufacturer narrative:
Initial reporter: phone# unknown. (B)(4). Method: lens work order search. A lens work order search was performed and revealed no similar complaints were found. (B)(4).